Event description:
The feeding solution was observed leaking from the connection. The nurse discovered a crack in the connector of the feeding tube. The feeding tube was replaced and the old one was discarded. No significant consequences to pt.